Manufacturer narrative:
The customer provided examination photos which showed the insulating insert broke completely inside the patient and was removed using forceps. However, the actual device was not returned for evaluation. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. The most probable cause of the event was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during a therapeutic transurethral resection (tur) procedure, the resectoscope tip broke. The broken tip fell into the bladder and was retrieved was forceps. There was no patient injury or harm due to the event.